Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to high pacing threshold and helix issues. An abnormal electrical measurement such as this could suggest further damage. This lead was then successfully replaced. No adverse patient effects.